Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. When the locator was pulled back to engage the j segment, the operator felt the locator was out of the tissue tract too far. The j segment was retracted and the locator was advanced forward. The j segment was re-deployed and the operator felt better about the positioning of the locator at this point, so the dilator was advanced to the white stripe. The sheath was then advanced to the purple stripe. The operator experienced difficulty retracting the j segment, but finally was able to do so. The dilator and locator were removed together. The collagen was deployed and hemostasis was achieved. The locator was examined and it was noted that the j segment was missing. The patient's groin was fluoro'd and the j segment was identified in the tissue tract. The patient was assessed as normal and no complications were identified.

Manufacturer narrative:
During the manufacturing process, samples are inspected from each lot of vasoseal elite to assure that there are no deviations from the specifications. We have reviewed the manufacturing records of this lot of vasoseal elite. Our review of these records indicated no deviation from specification for this production lot. The product was returned and evaluated by our quality department. Only the temporary artertotomy locator was returned for evaluation. The locator was returned with its handle in the closed position (j segment retracted). The handle could not be moved in order to deploy the j segment. The skive hole (exit for j segment) on the locator was damaged. The striping distances and the overall length of the locator in its closed position measured within specification. The locator was dissected and examined and it was noted that the j segment was broken off at the crimp junction. The j segment may have been deployed in the tissue tract during the first attempt to locate the artery. The j segment deploying in the tissue tract as opposed to the artery is technique related and is specifically due to the positioning of the locator and the arterial puncture angle. Pulling the j segment into the tissue tract would cause the j segment to fold over on itself. Re-housing the bent j segment would weaken the j segment at the crimp junction. Since the j segment was found in the tissue tract it is possible that during the second attempt to locate the artery, the j segment was again deployed in the tissue tract as opposed to the artery. The force applied to retract the bent j segment would further weaken the j segment at the crimp junction and cause the j segment to break off at the crimp junction. For future vasoseal elite deployments, the customer will be referred to the instructions for use which outline the deployment technique.